Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: this complaint concerns a patient treated with an alpha graft for aortic coarctation. The zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms and ulcers of the descending thoracic aorta. Thus, the alpha graft was used outside of IFU indications, which was also stated in the event description. As per IFU endoleak and arterial thrombosis are known potential adverse events. Additional surveillance and possible treatment is recommended for these events. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "global product manager, was attending the (B)(6) meeting, during which, a physician, presented a case utilizing the zenith alpha device. The case was presenting the use of the zenith alpha device in an off label manner, treating an aortic coarctation. During the follow-up imaging, there looked to be a type 2 or 3 leak as well as some thrombus built-up in the graft. This event caused some concern about the thrombus as well as if the leak was a type 3 endoleak (tear in the graft). The graft utilized was a 24mm graft and was dilated with a 14mm non-compliant pta balloon, but nothing larger. It is unknown how the physician will be treating this, but the audience recommended continued follow-up. This complaint was entirely from the perspective of global product manager, whom was present for the meeting. Additional information recieved 18sep2017: "the device was used in an off-label manner by treat an aortic coarctation, which the device is not indicated. The type of endoleak has not been further determined/analyzed and treatment at this time is for a follow-up CT at 6 months. "Physician was evaluating what the next steps would be to manage the type ii/iii, since there was a discussion on what type of endoleaks it was. There was a collateral vessel that was feeding the focal aneurysm beyond the aortic coarctation". Patient outcome: patient is doing fine currently with no symptoms".